Event description:
It was reported that patient experienced battery not lasting as long as expected, and delayed pump priming. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or outcome of the event.